Event description:
Allegedly the weld where the front riggings attached is incorrect, it is causing the left front rigging to be 2 1/2 to 3 inches higher then the right side. Tbm (B)(6) called it in, and will request a po from (B)(4). Only wanting to return for credit, no reorder. No injuries to report.